Manufacturer narrative:
Technician found the be in bed shop. Patient right intermediate siderail will not latch. Found the siderail mounting weld p was broken off. Replaced the siderail mounting weldment to resolve this issue.

Event description:
Information received that the siderail will not stay up. No injury reported.